Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2500 ohms and increased rv pacing threshold measurements. Shock impedance measurements were stable, there were no stored events with noise, and sensing measurements were good. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.